Event description:
Physician reported implant rupture diagnosed by MRI. The device has been explanted. This relates to an unknown side. .

Manufacturer narrative:
Health effect - impact code: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.